Event description:
Reporter reports that needle comes off the hub, that it is very hard to get the cap off of the syringe with out pulling the needle off the syringe. Reporter states that this happened 2 times, the first time his blood glucose went up, and the second time his blood glucose went down.